Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged using the wall adapter. The pump was confirmed to be charging with a different wall adapter. A replacement wall adapter was sent to the customer. The customer also reported that the pump battery depleted from 85% to 5% within minutes. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.